Event description:
(B)(4). It was reported that deployment issue occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Index procedure was performed. Target lesion # 1 was a totally occluded de novo lesion located in the mid right coronary artery (rca) with 100% stenosis and was 36 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with predilatation and placement of a 2.50 x 38 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal rca with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with predilatation and placement of a 2.75 x 24 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. However, the stent in the proximal rca was under expanded. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).